Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified left coronary artery. A 2.75x38mm promus element long stent was advanced to treat the lesion. However, the device was unable to cross the lesion and the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified left coronary artery. A 2.75x38mm promus element long stent was advanced to treat the lesion. However, the device was unable to cross the lesion and the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Promus element, mr, ous 2.75 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to the mid-section of the stent with stent struts lifted on one side. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is adverse event related to patient condition.